Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, healon is not an implanted device. (B)(4). The complaint sample was not returned to the manufacturing site; therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record review cannot be performed since the lot number is unknown. A search of complaints related to lot number cannot be performed since the lot number is unknown. No sample was returned and lot number is unknown an investigation could not be performed, and no malfunction is confirmed. No escalation is required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Article: severe intraocular pressure elevation after intracameral healon 5 viscoelastic support for postoperative hypotony after xen gel stent insertion. (B)(4).

Event description:
The following article was received based on a literature review: severe intraocular pressure elevation after intracameral healon 5 viscoelastic support for postoperative hypotony after xen gel stent insertion. The publication reports one patient/eye had iop (intraocular pressure) increase and decrease of vision after injection of healon 5 for the purpose of treating hypotony. Ac (anterior chamber) washout was performed with resolution of symptoms. A copy of the article is provided with this report.